Event description:
It was reported that after monofocal intraocular lens (iol) was implanted into the eye, iol was not stable. Iol was removed and replaced with three piece iol. No further information available.

Manufacturer narrative:
Section e1: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.